Event description:
Upon receipt of additional information, it was determined this product has previously been reported under report number 0001822565-2020-01142.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product has previously been reported under report number 0001822565-2020-01142.

Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. X-rays were reviewed by a third party hcp noting that the liner appears to be worn along with femoral osteolysis and osteopenia. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined due to limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01011. Device evaluated by manufacturer? Insufficient information.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.